Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between march 21, 2023, and april 3, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The instrument channel had growth of staphylococcus epidermis. Results from the destructive sampling did not correlate with the results from the original clinical sample of enterococcus faecalis. Instead, staphylococcus epidermidis was identified, which is a bacterium of human non-gastrointestinal origin. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check, plastic distal end cover insulation, and forceps passage were unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays observed during the end of endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of reprocessing. Enterococcus faecalis is a gram-positive bacterium of human origin, mostly found in the gastrointestinal tract. Over the past, it has displayed an increasing level of multi-drug resistance. Enterococcus faecalis with its gastrointestinal nature may be of patient origin but can also be related to improper hand hygiene. Enterococcus faecalis is identified as a high concern organism per the per the food and drug administration (FDA) definition for the 522 study. Based on the sponsor¿s literature research, enterococcus faecalis has been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. Due to the gastrointestinal nature of enterococcus faecalis and considering the identification of twelve (12) colony forming units, the microorganism may likely be associated to previous patient use. However, destructive sampling could not confirm the presence of any of the originally identified contamination on the endoscope. During the sampling process, reprocessing staff from the site were present in the sampling field and did not wear appropriate personal protective equipment. Although this fact represents a deviation from the olympus sampling protocol, it is not certain that this may have contributed to the observed contamination of the endoscope with enterococcus faecalis. In summary, the origin of the observed contamination remains unclear, and a relation to previous patient procedure can be excluded, in regard to the identified colony count. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for twelve (12) colony forming units (cfus) of enterococcus faecalis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an medicator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Non-olympus reprocessing staff worked in the sampling area and the staff were not required to wear the same personal protective equipment. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The facility technician did not perform the following required steps in accordance the olympus reprocessing checklist: brushing performed incorrectly. Brushing performed incorrectly. Brushing performed incorrectly. Opening and closing of instrument channel outlet step skipped. Performed incorrectly: flushing of less than 180 ml of detergent solution. Performed incorrectly: flushing of less than 180 ml of detergent solution. Opening and closing of instrument channel outlet step skipped. Performed incorrectly: closing and opening of instrument channel outlet not performed during aspiration. The ess provided additional training and corrected the technician on incorrect or missing steps. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.